Event description:
The dr. Reported that at the initial implant placement of the implant the screw portion of the healing abutment fractured within the implant. The fragment of the healing abutment screw could not be removed from the implant. The implant was removed and replaced within the same procedure.

Manufacturer narrative:
(B)(4). The implant, cover screw, and healing abutment were returned. The screw portion of the healing abutment was confirmed to be fractured, with a portion remaining inside the implant. There was also damage to the drive feature of the screw. A DHR review for the healing abutment lot did not identify any manufacturing deviations which would result in or contribute to this complaint. A definitive root cause could not be determined.